Event description:
Attorney reported: on (B)(6)2006: patient underwent surgery for repair of a ventral hernia. A bard ck parastomal hernia patch mesh was implanted to repair the hernia defect. On (B)(6)2007: patient underwent surgery for removal of her bard ck parastomal hernia patch. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
The reported lot number (43eqd325) was not a valid lot number for the reported product catalog number, therefore, we are submitting this report under the reported product catalog number with unknown lot number. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.